Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
On the (B)(6), the female patient was found soaked in her liquid treatment (parenteral nutrition, antibiotic, catecholamine, sodium chloride). It was over 100 ml that leaked. The leak (catheter pierced) was at the level of the blue luer hub where the catheter is attached to the patient. Clinical consequences: the treatment was delayed (including a noradrenaline). A new catheter was inserted in urgency.

Manufacturer narrative:
Qn# (B)(4).

Event description:
On the (B)(6), the female patient was found soaked in her liquid treatment (parenteral nutrition, antibiotic, catecholamine, sodium chloride). It was over 100 ml that leaked. The leak (catheter pierced) was at the level of the blue luer hub where the catheter is attached to the patient. Clinical consequences: the treatment was delayed (including a noradrenaline). A new catheter was inserted in urgency.